Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issues that some of the keys did not respond. The reported issue was confirmed during incoming device evaluation assessment (idea) testing. The cause was determined to be a defective keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the number 3 key on the keypad did not respond. This occured in the general patient ward during programming/setup. There was no patient involvement. No additional information is available.